Manufacturer narrative:
Vyaire file identification: (B)(4) additional information given by the customer will be added to the follow up report. The circuit alarm system test failed due to a defective o ring and the alarm 313 "buzzer test failed" was resolved by software update.

Event description:
Customer reported that bellavista keep failing in the circuit system test. The machine showing message "high leak". At this time there is no information about patient involvement in this reported event.